Manufacturer narrative:
Preliminary analysis results confirmed the user has unsuccessfully tried to interrogate the device.

Event description:
Reportedly, during followup on (B)(6)2022, the device could not be interrogated. Device explantation is planned.

Event description:
Reportedly, during followup on (B)(6) 2022, the device could not be interrogated. Device was explanted on (B)(6) 2022.

Manufacturer narrative:
Please refer to the attached analysis report.